Event description:
It was reported that a patient underwent a gynecological procedure for treatment of a rectocele and mesh was used. The patient developed a perineal fistula. The surgeon placed more mesh and the fistula became worse. The patient then developed a sterile abscess and the mesh had to be completely excised. The mesh was removed on (B)(6) 2008. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).